Manufacturer narrative:
No product was returned for evaluation. The deceased's hospice nurse reported that no product or product malfunction was involved in the death. No product lot number was reported; therefore, no qualification records were reviewed.

Event description:
The patient's hospice nurse reported she passed away on (B)(6) 2014, at a hospice facility. The nurse stated her death was not related to the omnipod system or even diabetes-related. There was no more additional information provided.